Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Door would not close once it was opened. The door would not close properly. The sidewall door switch had been damaged and resulted in the "door open" message never clearing. Replaced the sidewall switch and the door now closes correctly 14 out of 15 attempts. Replaced the gantry motion controller and adjusted the door turnbuckles. The door now opens and closes successfully 50 out of 50 attempts. The door switch assembly and the motion control box were both received by the manufacturer for evaluation. Analysis of the door switch confirmed the reported problem. Visual inspection noted the switch assembly was loose. Continuity testing confirmed the switch did not reliably actuate each time the travel which should activate is completed. Damaged door switch assembly. Evaluation of the motion control box is still in progress. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door would not close correctly. Preliminary inspection determined that the door sidewall sensor was malfunctioning. There was no patient present when this issue was identified.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event was unrelated to the gantry motion control box. As previously reported, an issue with the door switch assembly caused the reported event.